Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). The sion blue guide wire was returned for evaluation. The returned sion blue had its coil wire elongated for approximately 19cm originating from the distal-mid solder that was originally sit at 20mm from the tip. The elongated coil wire remained in one piece and the ball tip remained attached on the distal end of the elongated coil wire. The core was found fractured at approximately 12mm distal to the distal-mid solder. Microscopic observation of the core fracture was performed. It revealed that the core was fractured on the distal solder of the inner coil wire. Disarranged coil pitch due to accumulated torsion was observed on the inner coil wire. On the distal side of the core fracture, the core composing wires, straight core wire and twist wire, were found tangled together and both were fractured at the same location. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that unidirectional torsion was repeatedly applied on the guide wire likely when crossing the lesion or advancing into the small peripheral vessel. When the accumulated torsion exceeded the product's design limit, it caused the core to become fracture. Elongation of the coil wire was assumed to occur by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Length measurement of the core of the returned sion blue supported that the entire wire without missing part was returned. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a calcified lesion in the left main artery. The left main was ballooned and stented. An asahi sion blue guide wire was used for the case for some time. The wire went down vessels easily. The fellow physician decided on the way out to go down a smaller vessel, all moved easily. He ballooned over the wire, when pulling back on the wire it did not move. The balloon came back but the wire did not. Seemingly the wire tip remained fixed. The consultant physician was involved at this point. More pulling back on the wire caused the wire to unravel. The wire was eventually removed, all in one piece. Nothing was left in the patient. There were no issues for the patient.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a calcified lesion in the proximal left anterior descending artery (lad). Balloon dilatation was performed and a stent was deployed in the proximal to mid lad. An asahi sion blue guide wire was used for the case for some time. The wire went down vessels easily. The fellow physician decided on the way out to go down a smaller vessel, all moved easily. He ballooned over the wire, when pulling back on the wire it did not move. The balloon came back but the wire did not. Seemingly the wire tip remained fixed. The consultant physician was involved at this point. More pulling back on the wire caused the wire to unravel. The wire was eventually removed, all in one piece. Nothing was left in the patient. There were no issues for the patient.

Manufacturer narrative:
Additional information was received on november 5, 2019.